Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the h10 was incorrectly mentioned and it should be reported as: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Ventilator was returned to manufactrer evaluation and pca, flow sensor and tubing chamber need to replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. Ventilator was returned to manufactrer evaluation and pca, flow sensor and tubing chamber need to replaced to address the issue.